Manufacturer narrative:
The root cause is a supplier error. An incorrect drill was used resulting in an inaccurate drill point angle and reduced material thickness. This might increase the risk of implant fracture in one lot where the supplier error occurred. A device removal is planned. A follow-up report will be submitted if any significant new information is obtained.

Event description:
Patient reported tibial sided pain. Fracture at the tibial end of the absorber was observed on x-ray. Device removal is planned.